Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that nothing was coming up on the ins recharger (insr) screen, even when it was plugged in. The patient plugged the desktop charger (dtc) into another outlet and saw the splash screen on the ins for a moment before it went blank again. The patient reported that the connector pin on the dtc seemed bent. The patient was unable to charge their ins because they were not able to communicate with their insr and the patient wasn't able to use their insr because the dtc connector pin was bent. The patient had last felt stimulation about a month prior to the call. The patient also reported that their pain was really bad starting in about 2 ¿ 3 months prior to the call on (B)(6) 2017. It was reported that the patient had an appointment with their doctor, but they were told to call the manufacturer. No further complications are anticipated.